Manufacturer narrative:
(B)(6)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect k for gen.2 on a cobas 6000 c (501) module. The customer also complained of a difference in the serum index values of the sample when repeated. The complained sample is lipemic. The sample initially resulted with a k value of 5.50 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting with a k value of 3.99 mmol/l. No adverse events were alleged to have occurred with the patient. The k electrode lot number and expiration date were asked for, but not provided. Calibration and controls are within specifications.

Manufacturer narrative:
The customer has had no further erroneous results. The investigation did not identify a product problem. The cause of the event could not be determined.